Event description:
It was reported that the pneumatic switch assembly was broken on an unk date. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
(B) (4) (broken pneumatic switch). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.